Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/17/2025, an arthrex subsidiary employee reported via email that an ar-3600 fibertak suture anchor had a frayed suture thread after it was placed in the bone hole. The surgeon was concerned about the fixation and removed the anchor. A new bone hole was drilled, and a new ar-3600 fibertak suture anchor was used to complete the surgery. This was discovered during a shoulder dislocation repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
Additional information received on 2/26/2025: the case was delayed less than fifteen minutes; however, additional anesthesia was not needed. The patient suffered no negative effects or significant damage on or after the surgery.